Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via manufacturer representative (rep) from a patient who was receiving unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for unknown indication of use. It was reported that patient believed his retention was a direct result of surgery to implant a manufacturer device which was called a backlowfin pump (baclofen pump). The rep was not familiar with this device or had any information. Since the day of that surgery he had been unable to urinate without a catheter. The healthcare professional (hcp) implanted the device for spasticity and he had been in retention ever since. At the tims of this report, the issue had not resolved and patient status was alive-no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a consumer. It was noted that the urinary retention occurred at the time of the baclofen pump surgery. Regarding actions taken to resolve the urinary retention, it was noted that the patient was on a baclofen holiday. It was further noted they were to start regular use following prostate laser surgery and a manufacturer¿s interstim trial for relief of urinary retention all before october 28 for normal function. After october 28, they were to use catheters. The urinary retention had not been resolved. Regarding the current status of their device, it was noted that baclofen was being used. The following drugs were further noted: tamsulosin, bethanechol, and finasteride.